Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported event. The pump was received with scratched lens and corrossion around the dso sensor. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The error history log displayed a "high alarm: downstream occlusion" error. To further investigate the reported issue, the device was inspected and the reported issue was duplicated. The root cause was determined to be corrosion around the edges. The dso sensor was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed downstream occlusion. It is unknown if there was patient involvement.